Event description:
The physician experienced resistance while trying to place a stent to treat a giant aneurysm in the "curved very much" right internal carotid artery. During the attempted stent placement, the physician reported that the proximal end of the stabilizer "wrinkled" and the guide catheter moved into the aneurysm. These devices were repositioned to an optimal position and the physician attempted to deploy the stent. The proximal end of the stabilizer broke and the system moved causing a sub-optimal stent deployment. The physician was unable to successfully coil the aneurysm due to the sub-optimal stent position so he ended this procedure. The patient suffered no complications as a result of this event and is reported to be "good."

Manufacturer narrative:
The stent remains implanted in the patient, the user facility has returned the delivery system for evaluation.